Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. (B)(6).

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle tip is pulled out of the needle tip. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needles, needle tip crochet needles, puncture difficulties, and at the same time the cap is pulled out of the needle tip, resulting in the risk of needlestick injury.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 04-dec-2023. H.6. Investigation summary: "material #: 301746. Lot/batch #: 3109101. Bd received 50 samples and 1 photo for investigation. The customer samples were evaluated by visual examination and functional testing, each having their non-patient shields removed, and the indicated failure mode for loose IV shield with the incident lot was observed in three of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle tip is pulled out of the needle tip. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needles, needle tip crochet needles, puncture difficulties, and at the same time the cap is pulled out of the needle tip, resulting in the risk of needlestick injury.